Event description:
It was reported that a physician implanted an x-stop device into a patient at level l4-l5. Initially, relief of left leg symptomatology was obtained. Four to fourteen days post-op, the patient experienced preoperative symptomatology. Four months post-ops, the physician performed revision surgery. The x-stop implant was moved to the right side and a left sided l4, l5 and s1 decompression was performed; the x-stop was moved to it's initial position. Three months post-op, on follow-up consultation, the patient had no pre-operative symptoms and was walking twice weekly and riding a riding a bike daily. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.